Event description:
Customer reported unexpected positive 3+ reactivity at the weak d phase with immucor anti-d (monoclonal blend) series 4 on a previously typed rh negative pt. The customer repeated testing using a different vial from the same lot of anti-d series 4 and negative results were seen at the weak d phase of testing. The customer also tested the sample with ortho bioclone anti-d (monoclonal-polyclonal blend), gamma-clone anti-d (monoclonal blend) and immucor anti-d; the sample was nonreactive at all phase of testing, including weak d.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. Retention anti-d (monoclonal blend) series 4, lot 504677 was tested with red cells of various rh phenotypes, including weak d cells. Expected reactivity was observed.